Event description:
Stryker smoke evacuator pencil was plugged in just after draping completed prior to start of case. Neptune e-sep pencil was activating without cut/cautery buttons being pressed. Pencil unplugged and plugged back in; same issue occurred. Pencil immediately taken off field and replaced. Packaging and pencil given to registered nurse (rn) manager.